Manufacturer narrative:
Correction/removal reporting numbers: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-05925, it was reported the patient and his physician decided to replace the patient's scs ipgs because they were concerned the devices were nearing end of life. Both of the patient's scs ipgs were replaced with new ipgs.